Event description:
Davinci robotic tlh - "surgeon made optical entry into uninsufflated abdomen with cff71. Inside of bowel was seen on the screen. Surgeon backed up trocar to find defect in small bowel. General surgeon was consulted. General surgeon used lap stapler to repair defect in bowel. Robot was docked and case continued." Intervention - "general surgeon consulted to repair defect in small bowel." Patient status - "unknown."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  During the manufacturing process, all kii advanced fixation trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.